Event description:
It was reported that during implant of the atrial lead, high impedance and poor sensing were noted after the helix was extended. The atrial lead was repositioned and the impedance and sensing were normal. One day post implant, an echocardiogram revealed a small effusion; two days post implant, it was discovered that the effusion was larger; the patient had cardiac tamponade requiring a pericardial window. The atrial lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.